Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would intermittently go in-and-out. The biomedical technician after the procedure observed damage to the cable's connector causing it to not stay seated properly. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported issue. When connecting the customer's glidescope core smart cable to known, good, test verathon equipment, the video feed produced a distorted image with green tint. The verathon technical service representative when observing the smart cable identified corrosion on the hdmi connectors pins, missing metal shielding on the hdmi header, and the smart cable connector had "no grip" when connected to the test device. The camera image quality test was performed and failed for the glidescope core smart cable. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope core operations & maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.